Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: patient ID, date if birth, weight, and sex updated to proper value. Coding updated to proper values.

Manufacturer narrative:
Patient information was unavailable from the site. No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A medtronic representative reported that while in a electrode and probe placement procedure, there was an issue with the frame settings on the navigation system when planning and getting frame settings, the site updated the frame settings to a rounded number, but the plan coordinates and plan target location on the images did not update until the task was transitioned. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.